Event description:
At the conclusion of surgical case, physician ordered removal of foley catheter. After balloon was drained, the nurse attempted to slowly remove the catheter but encountered resistance. Another attempt was made to remove any residual fluid from the balloon, but no further fluid was obtained., the catheter was then cut to determine if additional fluid would drain, but none did. The penis was examined and a ridge was felt on the balloon that would not allow it to be removed. The surgeon was informed and returned to operating room to examine the patient's penis. Surgeon felt the same ridge. The surgeon proceeded to pull slowly on the catheter until meeting resistance, and then pulled a little bit more and was able to remove the catheter. Once removed, the catheter was examined. A ridge on the balloon was seen. The balloon had not collapsed correctly, causing it to become stuck in the urethra. Penis was again examined; there was no bleeding or trauma noted.